Event description:
The patient¿s mother reported that the patient was in bed for thirteen hours on (B)(6) 2013 which was not normal. The patient was thought to have an appointment on (B)(6) 2013 with their new physician, and the mother was working on ¿getting another surgeon to look at the patient on (B)(6) 2013.¿ the mother was concerned the patient was not feeling well and concerned the patient seemed ¿drugged up¿. A dye test was performed about two weeks prior to the report, and the patient was getting drug but the catheter tip was ¿starting to close.¿ the catheter had not been changed since 2001. The patient was reprogrammed from simple continuous to flex dosing, and their ¿boluses¿ were changed to every four hours instead of ¿continuous drip¿ as the patient ¿was not getting enough.¿ the patient¿s dosing was noted to be 549 mcg per twenty four hours, a bolus every four hours, and 20 mg oral baclofen three times per day, though the mother was considering lowering the oral baclofen to 15 mg. On (B)(6) 2013, the patient was noted to have started ¿again with the six pills a day.¿ two weeks prior to the report, the healthcare provider was weaning the patient off of oral medication and the patient lost weight. The patient was noted have been on oral baclofen. The patient had massive headaches ¿when there was a problem with the pump.¿ the mother stated the patient had been having a massive headache for a month. A CT scan was performed and ¿everything was fine.¿ the patient was back on oral medication because of the headache; that the oral medications help with the headache but the patient had been more ¿drugged up.¿ the oral medications were started on (B)(6) 2013 as the patient could not eat. One healthcare provider thought that the patient being in bed for thirteen hours was not an issue. The mother stated ¿it got worse.¿ they stated the patient¿s headache got better but the patient was ¿all drugged up.¿ the mother noted ¿this happened three years ago in (B)(6) 2011.¿ the mo ther noted that a week prior to the report, they cut back on the oral medications and the patient started eating more and gained two pounds, but their headache ¿went up again.¿ the medication used within the system was baclofen.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(6), implanted: (B)(6) 2011, product type accessory; product ID 8709, lot # j0058119r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058119r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that an x-ray was performed on (B)(6) 2013 and a CT scan was performed on (B)(6) 2013. A side port study was performed on (B)(6) 2013 which showed good flow. The patient had experienced headache and increased tone and had responded "somewhat" to oral baclofen. More recently the patient had fever and emesis. The patient was to see a surgeon on (B)(6) 2013. The pump and catheter were replaced on (B)(6) 2013 and the rate was decreased with good results. The patient "continues to do well".